Event description:
A medtronic rep reported a software freeze during a cranial case. The four quadrants became red status (the navigation pictures were frozen) and navigation was not possible at that time. He said the application was still operable, using other buttons on the application. The surgeon completed the procedure with the use of stealthstation treon. There was no impact on the pt outcome.

Manufacturer narrative:
The investigation is in progress.